Event description:
A model 326 aspirator tripped the circuit breaker when operated. An inspection of the device revealed a defective vacuum pump. The vacuum pump was replaced, and the device was tested to specifications and returned to the customer. No patient was involved at the time of the incident.